Event description:
The patient contacted animas on (B)(6) 2012 alleging that the up, down buttons on the pump are intermittently unresponsive. Patient states that he has to push buttons harder to get them to work and noticed the alleged issue approximately 2 weeks ago. Patient reported that all the other buttons work with and does not have a problem with the other buttons. There was no misuse of the product and no evidence of moisture in the pump. The product was replaced. At this time there is no evidence that the product caused or contributed to an adverse event. The complaint is being reported since the alleged issue was not resolved over the phone.

Manufacturer narrative:
Follow-up # 1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the up arrow and down arrow buttons had intermittent response. The ok and contrast buttons responded appropriately. The keypad cover was removed for investigation and revealed contamination under the contacts of the ok,down arrow and up arrow buttons.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.